Event description:
It was reported the permanent procedure was extended 30-45 minutes due to high impedance readings on the lead after implant. Inside the pt's body, contacts 9-12 were high and all others were within the high end of the normal range. The lead was treated in water and all 16 contacts read high. On lead tall was crimped 4 inches from the paddle. A new lead was used to complete the procedure and all impedance were normal.

Manufacturer narrative:
Eval, results: the complaint was confirmed. The penta lead had one compression at 18 cm from top of paddle on leg 9-16; and channel (9) failed for electrical open. It was not possible to see the broken wire but more likely it is at weld spot. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.